Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.

Event description:
On (B)(6) 2018, a 30mm amplatzer pfo occluder was selected for implant. During the implantation with the delivery sheath in the left atrium, the left atrial disc deployed in a balloon-like shape. The device was re-sheathed and replaced. The patient remained hemodynamically stable and there were no adverse patient consequences.